Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping. There was no patient involvement.

Manufacturer narrative:
D3: correction h2) device evaluation h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have the customer reported issue occur during the power up process. The cause of the customer reported problem was the worn downstream occlusion (dso) nub. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor/seal, and the pump passed all functional tests and performed as intended after repair.